Manufacturer narrative:
H6: the device has not been returned to ventec for evaluation. The previous device manufacturer, invacare, is investigating the reported event. Upon completion of the previous device manufacturer's investigation, ventec shall be provided with the results. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56. H3 other text : not returned to manufacturer.

Event description:
The previous device manufacturer, invacare, received a letter from state farm insurance advising of the following event: "I represent state farm fire and casualty company regarding the above loss involving the home of its insureds, [redacted] and [redacted]. On (B)(6) 2024, the home was damaged as the result of a fire believed to be caused by the failure of an oxygen concentrator manufacturered [sic] by invacare with a serial number of (B)(6). State farm has examined the home and determined that the origin of the fire occurred as a result of the oxygen concentrator's failure. It is state farm's position that invacare corporation's negligence surrounding the oxygen concentrator was the cause of the fire and its insured's damages.¿ there were no reports of patient involvement associated with the reported event. The previous device manufacturer also advised ventec that the UDI information for the device was not available, therefore, section d4, UDI, is "unknown."